Manufacturer narrative:
(B)(4). Eval, results and conclusion: (comorbidities), (restenosis, mi).

Event description:
Two endeavor rapid exchange drug eluting stents were successfully implanted overlapping in the mid lad. Approx 9 months post index procedure the pt visited the hosp complaining of chest pain. An ECG check confirmed an mi. In stent restenosis was found at the mid lad and severe stenosis at the 1st diagonal. Two non-medtronic stents were placed in the mid lad and the 1st diagonal to treat this restenosis. The investigator reports that there was no causal relationship between the event and the procedure or zotarolimus but there was a relationship with the product. Pt is reported to be in remission. No add'l clinical sequelae were reported. Reference MFR report number 9612164201100688.